Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03006. The pt received his scs system, including one percutaneous lead and an ipg, on 8/16/2010. It was reported the pt developed an infection approximately one month post-operative. The pt was admitted to the hospital for observation and the infection was treated intravenously with antibiotics. The pt was released from the facility and is taking oral antibiotics. At this time, there are no plans to explant the device. Attempts to obtain info regarding the type and source of the infection were unsuccessful. No further info is available.

Manufacturer narrative:
Evaluation, method: device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.